Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower unexpectedly stopped responding, preventing user from removing the required medications. The customer stated that there was a delay in retrieving medications from other station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower unexpectedly stopped responding, preventing user from removing the required medications. The customer stated that there was a delay in retrieving medications from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at the bios password screen. User had attempted a restart, but the issue persisted. A field service engineer replaced the hard drive cable which allowed the station to power up and load into the application successfully. User confirmed that the station was functioning normally after the repair. The system functioned as intended after field service engineer repaired the device.